Event description:
Pt had total knee replacement on 8/25/93. She fell on knees in mid 1/84 resulting in fragmentation of hdpe portion of patellar component and dissociation of hdpe from metal-backing. On revision of patella on 2/9/94, it was noted that patella was of a previous design in terms of hdpe metalback interface that was reportedly withdrawn from the market. MFR claims it was mistakenly reissued as inventory.